Event description:
It was reported that the pump under infused. The pump indicated the infusion was complete however the medication bag was not emptied. Approximately 30-40ml of volume was left, and the medication bag was at 250ml. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found degradation to the downstream occlusion sensor (dso) seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.